Manufacturer narrative:
A ge representative evaluated the system and replaced the mda (workstation computer) memory. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system would not perform roadmapping and the output dosage is incorrect. No patient injury was reported.